Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails).

Event description:
It was reported a patient underwent a upper back tension surgery and arm stretching procedure on (B)(6) 2021 and topical skin adhesive with mesh was used. On (B)(6) 2021, the patient experienced redness and itching appeared in the area of the wound. It appeared exactly where the adhesive mesh was placed. Mesh was removed. Alcom ointment was applied and the patient received anti-allergic medication called telefast to soothe the sensitivity. In the doctor perspective this is not an unusual event and is familiar with the issue that there is a small percentage of patients who are sensitive to cyanoacrylate and the phenomenon can occur. Additional information has been requested.